Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 43 events were reported for this quarter. Product return status: 43 devices were received. Evaluation status: confirmed 43 reported events were confirmed during testing. 43 devices were found to be affected by missing paint chips. Additional information: 43 devices were not labeled for single-use. 43 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 43 </noe> malfunction events in which the device had paint chips missing. 43 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 43 previously reported events are included in this follow-up record. Product return status 43 devices were received. Event confirmation status 43 reported events were confirmed; the cause was traced to component failure. Evaluation results 43 devices were found to be affected by chipped paint.

Event description:
This report summarizes <noe> 43 </noe> malfunction events in which the device had paint chips missing. 43 events had no patient involvement; no patient impact.